Event description:
During evaluation of a returned homechoice device, a high drain error 105 (night drain 5) alarm was identified in the log. The alarm occurred on (B)(6) 2013 12:05:17. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the high drain alarm was identified during the review of the event history logs; however, the cause could not be determined. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. If additional relevant information is obtained, then a follow-up MDR will be submitted.